Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the implant was opened and the scrub tech noticed a scratch across the poly- before handing to the doctor (B)(6) look at poly seen scratch and asked us to open another-same size. Case then proceeded and finished."